Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with the complaint and performed a device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. Fa found the primary failure of broken main tube to be related to the customer reported complaint. The prograsp forceps instrument was found to have the main tube broken and a piece measuring proximately 0.227¿ x 0.132¿ was not returned with the instrument. The root cause of the broken instrument main tube is typically attributed to mishandling/misuse. Additional observations not reported by site were also identified: the prograsp forceps instrument was found to have a frayed grip cable at the distal end and the root cause of the frayed grip cable at the distal instrument is attributed to a component failure. The instrument was found to have indentations on the proximal clevis and the root cause of this failure is attributed to mishandling /misuse. The prograsp forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.083¿ - 0.124 in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. No image or video was available for review. A review of the instrument logs for the prograsp forceps (part number 471093-11/ lot number k10210415 0360) associated with this event was performed. The prograsp forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4) during a da vinci-assisted simple prostatectomy surgical procedure. The alleged instrument had 8 uses remaining after the last procedural use. This complaint is considered to be a reportable malfunction event due to the following: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the prograsp forceps instrument had physical damage. The procedure was completed with a backup instrument with no reports of patient injury. The prograsp forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Follow-up was performed to request additional information. It was noted that no additional tests or procedures were performed due to the reported incident. No further information was available.